Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings over a five minute time frame on the precision qid blod glucose meter. The values, when plotted on a parkes error grid fall in the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.